Event description:
The customer received questionable results for tina-quant albumin gen.2 (malb) on 16 patient samples. Of those 16 samples, the customer only provided data for 4 samples. It was determined that one of the 4 samples had erroneous results that had been reported outside of the laboratory. The customer indicated that the assay was not correlating well to other instruments; and this was the third time this had happened. The customer stated the field service representative had worked on the instrument previously. Qc had been out of range after patients were run on (B)(6) 2014, and the customer performed a precision check on water and received all different values. This lead the customer to repeat all the samples that were run on (B)(6) 2014. The initial malb result was 22.4 mg/l and was reported outside of the laboratory. The sample was repeated on another instrument on (B)(6) 2014 and generated a repeat result of 12.8 mg/l. The sample was repeated again on (B)(6) 2014 on a third instrument and generated a result of 13.1 mg/l. The customer deemed the repeat results from the other instruments to be correct and issued corrected results. There was no adverse event. The lot number of malb reagent in use was 69253701, with an expiration date of 08/31/2015. The field service representative found a misaligned sample probe and pinched tubing. He replaced the syringes seals and the vacuum diaphragm. He performed a mechanism check without errors, and a precision run was within specification. The customer was performing calibration and qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.